Event description:
The customer reported that the solex 7 catheter (lot #197077) was inserted into a patient's right internal jugular vein to provide ivtm therapy. During the rewarming phase of the treatment, the nurse observed blood in the tubing. There was no "air trap" alarm, but the volume of saline solution in the bag had decreased. Zoll ivtm tech support advised the customer to remove the catheter as there appeared to be a leak in the catheter's balloon. It is unknown whether the catheter was replaced to continue the treatment. No consequences or impacts on the patient.

Manufacturer narrative:
The customer reported a decrease in the saline bag and observing blood in the tubing, indicating a catheter leak. The reported complaint was confirmed during functional testing of the returned solex 7 catheter (lot #197077). During the functional pressure leak test, a pinhole leak was observed from the middle of the serpentine balloon. The probable root cause of the pinhole leak was a latent material defect. During visual inspection, dried blood residue was observed in the serpentine balloon. No other issues or physical damage was observed on the returned catheter. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed from the middle of the serpentine balloon (at loop 5th and loop 8th balloon), confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints for solex 7 catheter with lot number 197077.